Event description:
It was reported that during a prostate procedure the fiber was noted to have commenced "forward firing" at 81,454 joules and 18:44 minutes of usage. Case was complete with an alternative procedure (turp). Patient outcome: "fine" reported, no injuries to patient or staff reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the bevel section is melted; there is some white unknown substance noted inside the fiber cap; the fiber within the cap exhibits severe contamination, likely biologic; the fiber cap exhibits mild detritus adhesion; the heat shrink tube exhibits melting at the open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).